Event description:
The pt was implanted with a smooth saline mammary prosthesis. Subsequently, the pt experienced a hematoma. During the evacuation of the hematoma, the device was punctured and deflated. The device was removed on 3/17/1999.